Event description:
It was reported that the patient was experiencing inadequate stimulation and shocking sensation. Reprogramming was performed and found that the leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15587511. Product family: scs-ipg-r upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 17345378.